Manufacturer narrative:
Updated fields; b3, b5, d10, e2, and e3.

Event description:
Issue was found during preparation for use of an unknown diagnostic procedure. Procedure was completed with no delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause for the phenomena ("no light from led light source socket" and "led harness found burned and oxidized) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center cannot turn on the light. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found there was no light from the light-emitting diode (led) light source socket, led harness was burned and oxidized and the video connector socket was loose. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.